Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted approximately fifteen and a half years post implant due to opacification. The lot and serial number were not provided; therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. The lens was not returned to b+l for evaluation; therefore, it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one yg lens, unknown serial number, was returned dry in a small plastic vial. The original packaging and contents were not returned. Although the lens does appear to be an yg lens, the part number and lot number could not be verified or determined. The lens optic is intact. Both haptics are attached and are not damaged. The optic has a cloudy white appearance and some areas with an orange peel appearance. An alizarin red s chemical stain test was performed to determine if calcium is present on the lens. Large areas of the optic did turn red confirming calcium.